Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 449 mg/dl. Customer¿s blood glucose level was 311 mg/dl at the time of incident. Customer stated that there was no air bubble and leak. Customer was treated with insulin pump. Customer was alleging insulin pump for under delivering due to high blood glucose level. Customer stated that the insulin pump passed high pressure test. The insulin pump will not be returned for analysis.